Manufacturer narrative:
Correction a4- patient weight is unknown. During processing of this complaint, attempts were made to obtain complete patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall, the patient experienced ineffective stimulation. Diagnostics revealed both leads had high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.